Event description:
Consumer reported she did her injection using bd 1cc syringe and medication was delivered without any issue and nothing out of the ordinary. Consumer removed the needle and noticed that it wasn't there. Consumer contacted her md the next day who said to come in for an x-ray. They did see the needle. Consumer had surgery to have the broken needle surgically removed.

Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted. Complaint history check yielded no other complains for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.